Event description:
The lay user / patient contacted animas alleging that there was no cartridge detected and they were having an issue priming the device. The patient mentioned that he did not develop any symptoms or sought any medical attention due to the alleged issue. The patient mentioned they were performing a cartridge change and inserted the correct cartridge and all of the insulin was dispensed. The pump does not recognize a filled cartridge. The issue was not resolved via troubleshooting and the product was replaced. The complaint is being reported since there is no evidence that the meter caused or contributed to an adverse event since there is no evidence that a serious injury occurred. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.